Event description:
During inflation of the intrauterine balloon, the physician noted that the balloon ruptured. It is unknown whether the subsequent tip utilized was of the same or different lot number.